Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Final analysis found external insulation abrasion noted at 3.5 cm to 4.3 cm and 15.2 cm to 15.3 cm from the distal tip consistent with lead friction due to friction to another implanted device or feature of the patient's anatomy.

Event description:
This report is to advise of an event observed during analysis.